Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was reported. The medical records provided included the patient's implant tracking log and a 1 page progress note. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2007 - the patient underwent a sacrocolpopexy with implant of a bard flat mesh and a non-bard davol urethral sling. The attorney alleges the patient experienced pain, suffering and disability.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due a review of medical records provided to davol by the patient's attorney. Based on the information provided the patient experienced pain, adhesions, incontinence, urinary frequency and dysuria. Adhesions are listed as a known possible adverse outcome in the instructions-for-use. While the medical records indicate the patient experienced urinary tract infections, it is unknown at this time to what extent , if any the bard flat mesh may have contributed. With the current information no conclusions can be made at this time, as to the degree which the bard flat mesh contributed to the patient's post surgical condition. If additional event and/or evaluation information is obtained, this report will be updated.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2007 - the patient underwent a 2 part procedure which included sacrocolpopexy with implant of a bard mesh, lysis of adhesions and cystoscopy with implant of a non-bard davol sling. On (B)(6) 2010 - the patient underwent a cystoscopy which found "there was an irregularity in the posterior right side of the bladder that as it was filled it was apparent that sutures were seen bulging. They were not completely through, but they were quite disfiguring the mucosa. There were actually two apparent sutures visible at this point. There are no other lesions seen in the urinary bladder. You can see the coils from the sacrocolpopexy, so it is believed these sutures are actually in the mesh (davol flat) that was used at the apex of the vagina." On (B)(6) 2010 - the patient went to the ER with complaints of dysuria, hematuria and pelvic pain. The patient was evaluated and sent home with oral antibiotics for a uti and narcotic pain medication. On (B)(6) 2011 - the patient was diagnosed with pelvic pain, levator spasm and overactive bladder with chronic urinary tract infections. Per previous office exam notes "patient has been non compliant with using vaginal hormone cream as prescribed." The patient underwent cystoscopy and levator steroid injection. Per the md findings "inspection with a scope revealed 3 or 4 separate what appeared to be interrupted prolene or ethibond (non-bard davol) sutures, parts of which appeared to be completely within the lumen of the bladder and the majority of the sutures are beneath the mucosa but in the muscularis itself. These appear to be sutures placed at the time of the sacral colpopexy. Because of the presence of the sutures as previously noted, the decision was made not to remove the sling." On (B)(6) 2012 - the patient was diagnosed with pelvic pain from sutures within the bladder wall that were replaced during the sacrocolpopexy. The patient underwent a robotic sacrocolpopexy revision, cystotomy and repair of the cystotomy with removal of the prolene sutures, partial explant of the davol mesh, implant of a non-bard davol mesh, enterolysis, cystoscopy with bilat ureteral catheter placement and ureteral catheter removal.